Event description:
The customer tested his blood glucose using his breeze meter and received a reading of 548 mg/dl. He then retested using another breeze meter and received a reading of 210 mg/dl. The difference between readings falls in the"c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and test strips were not returned for evaluation, but replacement products were sent to the customer.

Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.